Event description:
It was reported that pump usb port appeared damaged and required cord adjustment to charge. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined follow up with technical support, was out of warranty, and was in process of obtaining new device, and no additional actions or troubleshooting steps were documented.